Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had depleted prematurely. Review of the merlin transmission found that the device had not yet reached eri but was estimating less than three months to eri. The physician believes the device has experienced premature depletion. The following day, the device was removed and had shown 24% remaining capacity. Suspect measurements with low estimated remaining capacity may coincide with periods of capacitor maintenance; the voltage is temporarily pulled down during charging, but recovers shortly thereafter. Device was replaced. Patient suffered no adverse events and had no issues before, during, or after the procedure.